Event description:
Literature was reviewed regarding the safety and effectiveness of cardiac resynchronization therapy (crt) when combined with an impl antable cardioverter defibrillator (ICD) in patients with symptomatic heart failure (hf), intraventricular conduction delay, and malignant ventricular tachyarrhythmias. The authors described two patient deaths which occurred perioperatively. One patient death was due to pulseless electrical activity which resulted from defibrillation threshold (dft) testing and the other was due to incessant ventricular tachycardia (vt) during the implant procedure. The status of the devices is unknown.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/66 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cardiac resynchronization therapy for the treatment of heart failure in patients with intraventricular conduction delay and malignant ventricular tachyarrhythmias. Journal of the american college of cardi ology. 2003. Vol. 42, no. 8. Doi: 10.1016/s0735-1097(03)01042-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.